Event description:
It was reported that the patient presented to the hospital. Device interrogation revealed high capture threshold and high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2025, the rv lead was capped, fluoroscopy was performed, and a new rv lead was implanted. The patient tolerated the procedure well, and there were no patient consequences.

Event description:
It was reported that the patient presented to the hospital. Device interrogation revealed high capture threshold and high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2025, the rv lead was capped, fluoroscopy was performed, and a new rv lead was implanted. The patient tolerated the procedure well, and there were no patient consequences.